Event description:
It was reported that the patient experienced fluid loss with an ambicor device. The physician replaced the device to complete the surgery. No patient complications were reported. Further information has been requested and is not yet available. Should additional information become available a supplemental report will be submitted. Additional information received that the ambicor device was removed no further complications occurred. The new ams 700 device is fully functioning.